Manufacturer narrative:
Controls were run before and after this event. Wbc recovery reported +++++ and hgb recovery was high. Note: +++++ means the parameter is out of operating range.on (B)(4) 2010, the field service engineer repaired a loose connection for the lyse reagent input tubing and verified the instrument's operation. The root cause is unk, but may be related to the subsequent instrument servicing. This reportable event was identified during a retrospective review of complaints for add'l reportable events.

Event description:
Customer reported erroneous complete blood count (cbc) results for one pt when using the coulter ac-t diff analyzer. Erroneous test results were reported out of the laboratory. The test results were questioned and the specimen was rerun. The rerun results were not reported out and the pt was sent to a reference laboratory to be redrawn. The cbc results obtained at the reference laboratory were normal. No reports of death or serious injury, and no affect to pt treatment as a result of this event.